Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt experienced a heating sensation at the ipg pocket site only while charging the ipg. She stated that this issue occurred after 3-4 minutes of charging. The pt reported that the heating sensation started to occur gradually, and it has been more intense over the past few months. A new charging system was sent to the pt. F/u on the pt found that the issue resolved with the new charger. No further pt complications were reported.